Manufacturer narrative:
The two previous repair attempts are reported in MFR # (B)(4) & MFR # 2916596-2019-05614. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was seen in clinic due to low speed alarms from their device. The log file captured several pump stops and low speed advisories on (B)(6) 2021. These issues appeared to be happening while the device was powered by batteries. The patient had a known phase-to-phase driveline short, for which two repairs had already been attempted. An additional repair was therefore not feasible. The patient underwent an exchange for a heartmate 3 pump on (B)(6) 2021. It was also reported that the patient had hemolysis. The exact event date was not provided, but was reported as occurring two weeks before (B)(6) 2021, when the patient was admitted. The patient received a heparin infusion with a goal of 40-50. The pump exchange had reportedly been delayed for patient optimization.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed breaches in the insulation of the red, orange, yellow, green, and black wires which would have contributed to the abnormal pump operation captured within the submitted log files. A direct relationship between the device and the reported hemolysis could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 8.5 inches from the pump housing and the distal portion of driveline was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. Approximately 4 inches of the outflow graft and the outflow graft bend relief were returned. The outflow graft bend relief was returned detached from the pump. The outlet elbow was returned attached to the pump. The pump was exposed to a fixative. No evidence of developed depositions or thrombus formations were observed throughout the system. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The layers were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the red wire approximately 5.75 inches and 6 inches from the pump housing, the orange wire approximately 5.75 inches from the pump housing, the yellow wire approximately 5.5 inches and 5.75 inches from the pump housing, the green wire approximately 5.25 inches and 5.5 inches from the pump housing, and the black wire approximately 6 inches from the pump housing. All areas of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining wires on all segments of returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The breaches in the wire insulation of the black and green wires could have resulted in a pump stoppage if the exposed conductors of either of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 16oct2017. The heartmate ii lvas IFU document is currently available. The IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information provided. The manufacturer is closing the file on this event.